Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify some event details? What is meant by the stomach excludes? Where the staple line failed were staples not visible on a portion of the staple line, or missing? Or, were staples malformed? Were the staples that did deploy into the tissue formed properly in the proper closed b-formation? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
Procedure: bypass-in the first shot in the small bow of the stomach, blue charge ecr45b lot: in the triggering of the button of the stapler, the trigger occurred where it failed in the staple line, the stomach excludes, load cut and not stapled, but in the pouch the line became integrated. Suture was performed and the procedure continued. The other shot did not have intercurrences.